Manufacturer narrative:
Customer medwatch number not provided. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ patient reported pain, rn checked the pca and noted the connection site was leaking. The patient was not receiving sufficient pain medication. Tubing changed. "

Manufacturer narrative:
Customer medwatch number is mw5066893.